Event description:
It was reported that t-wave oversensing was noted on the device. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information was received indicating the oversensing noted on the device was post-paced t-wave oversensing (pptwos). The device was reprogrammed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the post-paced t-wave oversensing (pptwos) event was sensed by the device.